Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the calibration on the dyonics control unit was not holding at the proper set pressure level. The pump was running too high and could not be corrected. The procedure was successfully completed without surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device didn¿t contribute to the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. Product passed all functional tests. No problem found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors which could have contributed to the reported event include a failure of a concomitant device. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time.